Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative performed an analog offset, fluoro, and rad gain cals which was reported to have resolved the issue. The medtronic representative reported the system is fully functional and was used in a case without an issue. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the image from the imaging system had a "bulls eye effect". The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.